Event description:
Manifold held on compounder with screws. Screws were unable to be tightened. Not sure compounder could return accuracy. Removed from svc. Abbott rep, called on 11/26 and again on 12/1. A new compounder was rec'd on 12/2 via overnight shipping. Rep arrived to help sit it up. New compounder set up and in svc 12/2/97. Does n0t vibrate and is quieter.